Manufacturer narrative:
Based on the results of the investigation, the foreign material could not be identified. The most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the subject exhibited foreign material in distal end there was no patient involvement.